Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient was also taking klonopin bid, and halcion was started recently for anti-anxiety due to pump refills. The patient had been on 7 different medications at some point. The patient's current medications included an oxy dose elixir and klonopin. It was noted that the patient wants better sedation when the pump is replaced, as the patient cannot lay flat or his back starts to throb.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID 8703, lot# j92093726, implanted: (B)(6) 1992, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (lot number, concentration, dose, and dates of therapy not provided) via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2015, the patient fell off a stepladder and all of their weight went onto the left side; a cabinet hit the pump, and it "slid under the patient's ribs." The patient stated that "it felt like it hit their spine"; the patient went to the ground and was unsure if they "blacked out," but it was very painful in the area of the pump. The pain the patient felt was pain that was new and different; it was not the same pain that the pump was intended to cover. The patient splinted their ribs following the fall. On (B)(6) 2015 (reported as "a couple days ago" on (B)(6) 2015), the patient's left leg was really burning, like scalding type pain. Subsequently, the patient called an healthcare provider (hcp), but no intervention was noted; the patient had issues with insurance coverage. The patient had not yet gone to the emergency room or their primary hcp. The patient was redirected to follow-up with their primary hcp. On (B)(6) 2015, the patient went in for a pump refill; the hcp had to administer two local anesthetics to the patient in order to do the refill, as the patient was in a lot of pain during the refill. According to the consumer, the refilling hcp stated that the pump had moved up an inch when they were trying to find the port; they had trouble trying to refill the pump, because it had moved, but were able to do so. The patient asked the hcp if they thought the catheter could have been pulled out, and the hcp stated that "they didn't think so." The patient describe the pain as feeling like a really deep bruise. The patient stated that they did not feel that their hcp was concerned about it. According to the patient, the pain they experienced was from the pump where they injected it, where the scar tissue is; they again de scribed it as feeling like a deep bruise. Additional information regarding diagnostic testing, and any actions/interventions taken to resolve the fall, pain, and burning sensation was requested. If additional information is received, a follow-up report will be sent.